Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported right after they started the aligner treatment, they experienced a dislodged filling, shifted tooth and pain, they now need a root canal. They have stopped wearing the aligners. At check in patient marked true to periodontal, crown and recent dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.